Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) patient was undergoing a regularly scheduled hd treatment when the fresenius 2008k2 hd machine alarmed for a blood leak approximately 40 minutes after the treatment started. Blood test strips were used and positively confirmed the presence of blood. The patient¿s treatment was interrupted and the user facility staff replaced the dialyzer with a new one; however, the bloodlines were not replaced at this time. The patient¿s treatment was restarted, however, approximately 45 later, the machine alarmed again for a blood leak. Blood test strips were again used and positively confirmed the presence of blood. In addition, blood was visibly seen in the dialysate. The patient¿s blood pressure (b/p) was 105/69. About 50 minutes later, the patient was found unresponsive. The patient was disconnected from the hd machine and cardiopulmonary resuscitation (CPR) was initiated and automated external defibrillator (AED) was applied to the patient. It was reported by the user facility nurse that the patient did not experience any blood loss. Emergency medical services (ems) transported the patient to the hospital but the patient subsequently passed away. It was stated that the patient went into cardiac arrest prior to passing away but this could not be verified. This submission documents the second reported dialyzer blood leak that had occurred during treatment. The complaint device is reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's hemodialysis treatment and the patient passing away. As a death certificate could not be obtained, limited information was available for review. With limited information, the causality of the reported incident could not be determined. There remains a temporal association between the reported adverse events and the use of the dialyzer for hemodialysis treatment.